Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the introducer hub (handle) detached on two separate occasions. In both instances, the failure was identified after the cannula was passed into the sterile field, where it was observed that the introducer handle (griff) had detached from the device. As a result, the cannulas were unusable. In both cases, replacement cannulas had to be obtained, prolonging the cannulation procedure and the duration of cardiac arrest. It was confirmed on (B)(6) 2026 that a second patient was involved in this specific failure, with a different application date and time. Therefore, a second complaint was initiated under onetrack # (B)(4). Since the reported failure involves detachment of the introducer handle and could have resulted in vascular injury had it occurred during cannula insertion, the complaint is considered reportable. Complaint (B)(4).